Event description:
It was reported the internal neurostimulator had flipped. It was noted the device was flipped back and the patient was fine afterwards.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v969911, implanted: (B)(6) 2012, product type: lead. (B)(4).